Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an itchy and bleeding skin irritation under the lifevest. The patient also reported that the holster strap did not stay in place and it caused him to fall. The patient did not report any injuries or medical intervention associated to falling. The patient made the physician aware of the skin irritation, however, there is no indication that the patient received medical intervention. Outcome of the skin irritation is unknown.